Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that during a spinal surgery procedure using the paramount pedical screw system, the rod became disassembled from the polyaxial screw head during rod transfer. The surgeon removed the screw and polyaxial head and implanted a new screw, polyhead and screw. Integra has requested additional clinical info.